Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. Most of the lead was explanted and the proximal portion of the lead was left to serve as a pin plug. No patient complications have been reported as a result of this event.